Event description:
A patient reported blood glucose results of 168mg/dl with a lifescan meter and 132mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. The patient's hematocrit was 31% falling within range. Meter was replaced.